Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported the patient experienced many medical symptoms and ¿anomalies.¿ it was indicated the patient became ¿deathly¿ sick and their organs began to ¿slowly shut down.¿ it was noted the patient had chromium deposits in their blood and their legs were swollen ¿three times their size.¿ the patient reportedly had a metal allergy. In addition brown fluid was leaking out of the patient¿s pores. It was further reported that the patient was having issues with their renal system and their urine had a foul odor. The patient was also sore at the implant site and could not lie on their side. The area was swollen three times its size and was starting to ¿shift.¿ it was also added that the patient could feel the ¿wires¿ poking out. It was also stated that the device had overstimulated the nerves. It was noted the patient was down to (B)(6). The patient was also unable to walk the year prior and was ¿shut-in¿ because of it. It was further noted the patient¿s blood sugar was 22 and blood work showed an ¿extreme level¿ of a hormone. The patient¿s glandular system was ¿haywire.¿ in addition, it was noted the patient was prone to cancer and ¿may have¿ tumors. The patient reportedly had a growth on their pituitary gland. A vascular issue was also noted and it was stated then when the patient¿s veins were pressed on, it was like ¿pressing play-doh.¿ no further information was reported. The information in this report was reported by a different patient who noted that they were a panelist on twitter and there was another patient who had the same symptoms as they did. This report is meant to capture the alleged symptoms the unknown patient had with the device. It is ultimately unknown if the patient from twitter experienced all the issues as they are unknown and follow up is not possible.